Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on an unknown date and a drain was inserted at the foramen of winslow. Three to five days after the procedure, bleeding occurred when removing the drain after releasing negative pressure while in the hospital. The bleeding part could not be defined, but there was bleeding in the abdominal cavity. The bleeding was stopped conservatively and the patient left the hospital 11 days after the surgery. The surgeon opined that the tissue might have been caught in the drain. The drain was removed by other medical staff and not the surgeon. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1410414, batch j1408903.

Manufacturer narrative:
The bleeding was stopped with conservative medical treatment without surgical procedure. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria: batch # j1410414; mfg date 04/2014; exp date 04/2019. Batch # j1408903; mfg date 05/2014; exp date 05/2019.